Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
Per medwatch - it was reported that cadd legacy pump will randomly error with 'no disposable pump won't run". Patient states, 'she is able to clear this error by adjusting the cassette tubing so the medication infuses'. No patient injury reported. Tubing was replaced at the emergency room due to irritation.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
Per medwatch - it was reported that cadd legacy pump will randomly error with 'no disposable pump won't run". Patient states, 'she is able to clear this error by adjusting the cassette tubing so the medication infuses'. No patient injury reported. Tubing was replaced at the emergency room due to irritation.